Event description:
The customer reported that the system displayed a corrupt software error and the system was unusable. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.